Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead could not be separated from the guide wire. The physician elected to use a different lead. After connecting the new leads to the implantable cardioverter defibrillator (ICD), the ICD exhibited a loss of pacing which caused asystole. It was also observed the ICD oversensed noise and had a potential problem with the header. The physician completed the procedure with a different ICD. The patient was in stable condition.